Event description:
After completion of vincristine, this registered nurse (rn) was removing the vincristine bag equashield spike from the spike adaptor and the vincristine spike came out of the bag. No visible chemo spilled and this rn had the bag upside down at this time. No harm to patient as this was after the bag was empty; patient still got the rest of his flush. This rn put spike and vincristine bag in a biohazard bag and brought up to h12 pharmacy. Notified h11a nursing leadership.